Event description:
It was reported that the right ventricular (rv) lead exhibited lead noise. The patient had no symptoms due to lead noise. The lead was extracted and replaced on (B)(6) 2018. The patient's condition post procedure was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.